Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the guide wire could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the guide wire cannot be pull out¿ was not confirmed. As received, a complete lead was returned in one piece without the guide wire. Analysis found damage sustained during the surgical procedure. The lead was otherwise normal.